Manufacturer narrative:
Concomitant medical products: synchro standard 0.014in, headway 0.021 microcatheter, sofia 5f. (B)(4). Additional information will be submitted within 30 days of receipt. The revive se is not distributed in the united states, but is similar to revive pv that is distributed in the united states.

Event description:
As reported via the react study, the revive se ((B)(4)) was not effective in removing thrombus from patient (B)(6). The patient had presented with clinical signs consistent with acute ischemic stroke with nih stroke scale score of 16. MRI revealed right internal carotid artery thrombus. Thrombectomy was the first choice of treatment. Pre-procedure tici was 0. Following 2 passes of the revive se (catalog/lot unknown) and pump aspiration with a sofia 5f, tici remained 0. It was reported that there were no procedural technical complications or procedural adverse events. The revive se was discarded. The investigator felt that vessel tortuosity for stent trackability may have contributed to the revive se failure to remove clot. It was reported that the revive se had been prepped and used as per the IFU. The size of the thrombus was not measured. At the 24 hour follow-up, nih stroke scale score was 22, with no intracranial hemorrhage noted and no adverse events reported. The patient was discharged after 7 days of hospitalization with modified rankin score of 5 (severe disability, bedridden, incontinent, requiring constant nursing care and attention. The investigator indicated that the decline in neurologic al status was related to the underlying disease and not to the revive se.

Manufacturer narrative:
DHR review was completed on 1/11/2017. Conclusion: as reported via the react study, the revive se (frs21452299/s11675) was not effective in removing thrombus from patient (B)(6). The patient had presented with clinical signs consistent with acute ischemic stroke with nih stroke scale score of 16. MRI revealed right internal carotid artery thrombus. Thrombectomy was the first choice of treatment. Pre-procedure tici was 0. Following 2 passes of the revive se (catalog/lot unknown) and pump aspiration with a sofia 5f, tici remained 0. It was reported that there were no procedural technical complications or procedural adverse events. The revive se was discarded. The investigator felt that vessel tortuosity for stent trackability may have contributed to the revive se failure to remove clot. It was reported that the revive se had been prepped and used as per the IFU. The size of the thrombus was not measured. At the 24 hour follow-up, nih stroke scale score was 22, with no intracranial hemorrhage noted and no adverse events reported. The patient was discharged after 7 days of hospitalization with modified rankin score of 5 (severe disability, bedridden, incontinent, requiring constant nursing care and attention. The investigator indicated that the decline in neurologic al status was related to the underlying disease and not to the revive se. The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion is a known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, procedural/patient factors may have contributed to the event. As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.